Manufacturer narrative:
(B)(4).  Physio-control performed a clinical review of the reported event and concluded that the device use may have contributed to the patient outcome. The patient was a male. Physio-control was provided the device for the purpose of downloading the electronic patient records and taking photographs.  The customer would not allow any further evaluation of the device at this time. Physio reviewed the electronic patient record and was able to determine that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers.  Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device lost power following the delivery of a defibrillation shock.  The customer indicated that they restored power to the device following the first loss of power, then was able to deliver a second defibrillation shock.  Following the delivery of the second defibrillation shock, the device lost power a second time.  The customer indicated that they continued CPR until the local emts arrived on scene and took over care of the patient.  The customer did not have any additional information on the event.  The patient did not survive the event.